Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a spiros®, closed male luer w/red cap, 10 units, disconnected during patient use. The reporter stated that spiros has "popped off" of the medication tubing; however, remained attached to the patient's access (neutral or negative pressure claves). The medication involved is 5-fu. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.